Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that an anterior capsule tear was observed during the phacoemulsification and cortex removal stage of the cataract surgery. As a result, the light adjustable lens (lal) was implanted into sulcus. However, during the 1-day post-operative check, it was discovered that one of the haptics got caught in the anterior capsule tear and the lal subluxated. A secondary surgery was completed on (B)(6) /2026 to reposition the lens into the sulcus with corneal incision. No vitrectomy was needed. The lens remains implanted in the patient's eye.